Manufacturer narrative:
Additional information received that the patient outcome was reported to be fine.

Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter(aus) pump and cuff due to leaking urine. The pressure regulating balloon(prb) was not revised and was tested by the physician. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter(aus) pump and cuff due to leaking urine. The pressure regulating balloon (prb) was not revised and was tested by the physician. A patient outcome was not reported.